Manufacturer narrative:
Summary of eval: eval results indicate that this event is user related.

Event description:
The end of the screwdriver is twisted. This event did not occur during a surgical procedure.